Manufacturer narrative:
Refer to MDR report number 2015691-2020-14012 for details regarding re-do aortic valve replacement that occurred during the procedure. UDI number: (B)(4). The device was not returned to edwards for evaluation as it was reported to be unavailable. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27mm mitral valve implanted five (5) years, five (5) months, were explanted due to stenosis. The explanted mitral valve was replaced with a medtronic mitral valve. Everything was fine. The patient also underwent re-do aortic valve replacement during the procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Added information to a4, b5, b6, b7, f10, h6.

Event description:
Through follow up it was learned a 27mm mitral valve was explanted due to mitral stenosis, deterioration, and mild regurgitation. Patient preoperative diagnoses was chronic diastolic heart failure, ejection fraction 55%, aortic valve stenosis and mitral valve stenosis.. The mitral valve was well incorporated with pannus formation and tissue ingrowth over the sewing ring. The operative was well tolerated and the postoperative mean a mean mitral gradient was 2 mmhg. Patient was discharged on post-operative day six (6).